Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information has been provided. The field service representative went on site. He checked the mechanical alignment of the sample probe. He checked the sample pipettor liquid level detector voltage. He ran an assay performance test. According to the provided data, the analyzer wa working within specification.

Manufacturer narrative:
A definitive root cause could not be determined. The calibration and quality control was ok. It was noted the customer was not using the recommended rack adaptors.

Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e601 analyzer. The patient's initial hcgb result was 0.131 miu/ml and it was reported outside the laboratory. The patient's physician complained about the initial hcgb result. On (B)(6) 2013, the patient's sample was repeated and the result was 873.8 miu/ml. The patient was not adversely affected. The hcgb reagent lot number was 169563 and the expiration date was 01/30/2014.